Manufacturer narrative:
The product was not returned for analysis. The device has reached end of life and is no longer maintained or serviced. Medtronic requested additional information regarding the water source and cleaning protocols the facility was using with the bio cal temperature controller instrument, but the information could not be obtained to confirm cleaning and water usage protocol are in accordance with the operator¿s manual which specifically recommends the use of de-ionized water. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use during setup the bio cal temperature controller instrument did not function. The instrument was changed out with a backup and there was no resulting adverse patient effect. Medtronic service informed customer that service is no longer available for this instrument and sent the end of life letter. Medtronic requested additional information regarding the water source and cleaning protocols the facility was using with the bio cal, but the information was not available.